Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump powered off due to the customer not charging the pump, and upon turning the pump back on the pump settings were no longer saved into the pump. Tandem technical support guided the customer through entering in the pump settings. Customer's blood glucose levels was in the 600 mg/dl range. Customer addressed bg levels with manual injections.